Manufacturer narrative:
On 25 may 2016 the (B)(4) project manager performed a visual inspection of the retrieved item and commented as follows: the surgeon complained for the presence of metal debris after the femoral sizer fixation by use of the smooth pins. The holes of the femoral sizer have been analyzed with visual and dimension inspection by using of a dedicated go-nogo gauge. The holes resulted in accordance with the drawing specifications: no signs of damage are present on the device. The cause could be attributed to the incorrect use of the pin (i.e. In combination with motorized device). It is not possible to make a better visual inspection because of the absence of the damaged pin. Additional information received from the initial reporter on 25 may 2016 and includes: the pin was inserted using a motorized pin driver.

Manufacturer narrative:
Not yet received.

Event description:
When inserting the 3.2 pins into the posterior reference ap sizer metal shavings came off the pins. The surgeon removed all of the metal shavings that fell in the patient. The surgery was completed successfully. The instruments will be returned to medacta international (B)(4).

Manufacturer narrative:
On 28 june 2016 it was prepared a final report with the information already submitted in the previous reports. On the same date the report was sent to the initial reporter and the case was closed.